Event description:
It was reported that the patient presented to the emergency room with symptoms of general tiredness. The left ventricular lead exhibited loss of capture. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.